Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain due to the newly implanted right atrial (ra) lead. One day post implant, there were increased and unstable thresholds observed with the atrial lead. A lead revision was performed to remove and replace the ra lead. No further patient complications have been reported as a result of this event.